Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: one device was received and evaluated for the complaint regardingthe needle button released event. Device #049089-a was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient reported that the needle button popped out before 24 hour period, just after patient pushed in the bolus ready button. The patient wears the v-go on the abdomen. The patient confirmed that she pushes in the needle button using the rounded side.